Manufacturer narrative:
Device evaluation: one pump was returned for analysis in used condition. Visual inspection showed the battery compartment had contamination. The pump passed all functional tests. No power issues were found during the investigation. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device had a power failure during biomed testing. There was no patient, or clinician injury associated with this event.